Event description:
Interlink IV catheter extension set obtained for use. Nurse noticed that the injection cap was missing off the assembly. Device pulled out of service. No other extension sets found to be defective. Patient's saline lock started with another extension set.